Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer declined to speak with 24 hour hotline for possible troubleshoot. Customer had inusulin pump malfunction with unexplained no delivery. No further information provided.